Event description:
It was reported that the pulse generator would not accept the rv lead into the ventricular port during implant. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to insert lead into the header was confirmed in the laboratory. The inner diameter of the v-ring contact spring was measured low and out-of-tolerance. More than half of the spring coil was exhibited bell mouthing characteristics.